Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp is damaged. The following information was provided by the initial reporter: the luer lock was damaged and had a badly cut screw cone.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp is damaged. The following information was provided by the initial reporter: the luer lock was damaged and had a badly cut screw cone.

Manufacturer narrative:
H6: investigation summary: a complaint of a damaged luer lock and a badly cut screw cone was received from the customer. Samples were available for review, however the device history record number provided does not correspond to be a namc manufactured lot, therefore the defect could not be confirmed. A historical review of this part code was performed with no instances of damaged or "badly cut screw cone" reported for this product code at the namc. The mold was transferred from vyaire to the (B)(6) center (namc). It was disassembled, inspected and cleaned. These inspections and if necessary, corrections are done to all vyaire transfer mold received at the namc before the mold runs. Since the mold was transferred and no issues were found during manufacturing, a definitive root cause could not be determined. A potential cause for this defect based on the samples provided is a bad steel or the taper being too hot and having the part eject prematurely. Another potential root cause is the tip was forced onto the luer lock during threading and damaged the part causing the thread to unravel. There is no indication this condition has been present in namc production lots for this material code or molding tool. H3 other text : see h10.